Manufacturer narrative:
Patient identifier (B)(6). Device is combination product device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4). Same patient as 2134265-2011-02122. The target lesion was located in the mid right coronary artery with 100% stenosis (timi 0 with thrombus present) and was 20 mm long with a reference vessel diameter of 2.5 mm. The physician treated the lesion with pre-dilatation and a 2.5 x 24 mm taxus liberte stent with 0% residual stenosis. The patient was discharged 3 days post procedure on aspirin and prasugrel. During the index procedure post stent placement, there was initially timi 2 flow down an rv marginal which came off at the stented area yet after two injections of intracoronary nitroglycerin flow improved considerably to timi 3 with no ischemic EKG changes and further resolution of the ischemic symptoms. The patient was discharged three days post procedure on aspirin and prasugrel.